Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the unit would run on it's own once plugged in. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.